Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "caution: this product contains natural rubber latex which may cause allergic reactions. Caution: do not aspirate urine through drainage funnel wall. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with applicable local, state, and federal laws and regulations. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage latex and may cause the balloon to burst. Valve type: use luer slip syringe. Do not use needle. Sterile unless package is opened or damaged. Single patient use only. Do not reuse. Do not resterilize. For urological use only. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Catheters should be replaced in accordance with the cdc guideline ¿guideline for prevention of catheter-associated urinary tract infection¿. At the onset or first signs of a urinary tract infection, catheter encrustation, or any other catheter-related adverse effect, the catheter should be replaced. As with all temperature probes, in the presence of rf energy sources, local heating, temperature errors, and probe damage may occur. In medical use, unplug the temperature sensing catheter at the temperature monitor before activating electrosurgical or other types of direct coupled rf energy sources. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Note: compatible with appropriate 400-series temperature monitors. Interchangeability + 0.2oc at 37oc. Do not stretch catheter. This will cause repositioning of probe. Do not use stylet. This will cause stretching of catheter. Do not exceed recommended capacities. Visually inspect the product for any imperfections or surface deterioration prior to use. Recommended inflation capacities 5cc balloon: use 10cc sterile water." (B)(6). The device was not returned.

Event description:
It was reported that the foley catheter would not read the correct temperature. The complainant reported that the device displayed an alarm about erratic temperature readings and turned off multiple times. The event log was reviewed and multiple alarms related to erratic temperature (alarm 14, alarm 15, alert 50 and alert 51) were noted. Per the nurse, no additional alert or alarm was noted after switching the probe and the patient was able to complete therapy.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the foley catheter would not read the correct temperature. The complainant reported that the device displayed an alarm about erratic temperature readings and turned off multiple times. The event log was reviewed and multiple alarms related to erratic temperature (alarm 14, alarm 15, alert 50 and alert 51) were noted. Per the nurse, no additional alert or alarm was noted after switching the probe and the patient was able to complete therapy.